Manufacturer narrative:
No samples were received for investigation of pr (B)(4), in which the customer has stated: "drug runs through too quickly, impossible to regulate the speed of the drug." This feedback relates to a 03508068307 product from lot 1029994. Further correspondence with the customer has confirmed that they had set the gravity infusion rate using the scale on the tutodrop component only. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1029994 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. During previous testing it has been confirmed that the rates indicated on the graduated scale of the tutodrop component may differ from the rate being set by the customer. As stated in the directions for use box insert ¿warnings: the i.v. Fluid container must be suspended approximately 80cm above the patient¿s mid-auxiliary line. The graduated scale is indicative and serves as a guide. The flow rate must be verified by counting drops and the flow controller adjusted until the correct rate is obtained. Avoid setting the flow controller too close to the open position since the flow rate could increase sharply¿. It is important that these instructions are adhered to in order to achieve optimum performance. The scale on the tutodrop should not be used alone to set the rate of the device. During previous testing of tutodrop products it has been confirmed that when the infusion rate is set by counting the number of drops per minute, the rate accuracy does not significantly drift over time. Please note that the tutodrop is designed for use with gravity infusions. The tutodrop allows a more consistent flow than a standard roller clamp, as flow rate drift is improved when compared to a standard roller clamp. As with all gravity infusions, it is important that the flow rate is checked by counting the drops during set-up and at regular intervals after this. As with all gravity infusions the flow rate will be influenced by multiple factors including, the head-height of the bag, changes in the bag head-height during an infusion, the size of the cannula, positioning of the cannula, type/viscosity of the fluid, size and condition of the vein, fluid temperature, etc. A high degree of accuracy is not guaranteed when infusing by gravity. If a high degree of flow rate accuracy is required, the user should consider a flow-controlling infusion pump. A review of the customer feedback database indicates that reports of this nature against products using the tutodrop component are rare and have not been attributed to a product defect or manufacturing issue.

Event description:
No additional information.

Manufacturer narrative:
Three (B)(6) samples from lot 1029994 were received in sealed packaging for investigation of (B)(4), in which the customer has stated: "drug runs through too quickly, impossible to regulate the speed of the drug." Further correspondence with the customer has confirmed that they had set the gravity infusion rate using the scale on the tutodrop component only. Examination of the returned (B)(6) samples identified no damage or deformity to the tubing or components. The products were then sent to the bd product test laboratory (ptl) for formal gravity flow rate drift testing at various infusion rates. The results of this testing were found to be within the expected accuracies for an administration set utilizing gravity flow, when following the instructions for use. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1029994 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. During previous testing it has been confirmed that the rates indicated on the graduated scale of the tutodrop component may differ from the rate being set by the customer. As stated in the directions for use box insert ¿warnings: the i.v. Fluid container must be suspended approximately 80cm above the patient¿s mid-auxiliary line. The graduated scale is indicative and serves as a guide. The flow rate must be verified by counting drops and the flow controller adjusted until the correct rate is obtained. Avoid setting the flow controller too close to the open position since the flow rate could increase sharply¿. It is important that these instructions are adhered to in order to achieve optimum performance. The scale on the tutodrop should not be used alone to set the rate of the device. During previous testing of tutodrop products it has been confirmed that when the infusion rate is set by counting the number of drops per minute, the rate accuracy does not significantly drift over time. Please note that the tutodrop is designed for use with gravity infusions. The tutodrop allows a more consistent flow than a standard roller clamp, as flow rate drift is improved when compared to a standard roller clamp. As with all gravity infusions, it is important that the flow rate is checked by counting the drops during set-up and at regular intervals after this. As with all gravity infusions the flow rate will be influenced by multiple factors including, the head-height of the bag, changes in the bag head-height during an infusion, the size of the cannula, positioning of the cannula, type/viscosity of the fluid, size and condition of the vein, fluid temperature, etc. A high degree of accuracy is not guaranteed when infusing by gravity. If a high degree of flow rate accuracy is required, the user should consider a flow-controlling infusion pump. A review of the customer feedback database indicates that reports of this nature against products using the tutodrop component are rare and have not been attributed to a product defect or manufacturing issue.

Event description:
No additional information.

Event description:
Drug runs through too quickly. When did the incident occur? Before use. Drug runs through too quickly, impossible to regulate the speed of the drug.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.